Event description:
It was reported that, during the interrogation of the patient's implantable cardioverter defibrillator (ICD), several non-sustained ventricular tachycardia (nsvt) episodes had been recorded that were due to t-wave oversensing (twos) on the right ventricular (rv) lead. There were no falsely detected episodes of vt due to twos and no inappropriate delivery of therapies observed. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the twos was still being observed on the rv lead. In addition, it was noted that one instance of apparent r-wave undersensing was observed during the review of patient electrograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4)